Event description:
It was reported that the insulin pump had physical damage. Customer's blood glucose was 125 mg/dl. Customer stated the insulin pump had scratches in the screen. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).